Event description:
Customer reported an infusion of cefoxintin 1 gram was started as a secondary and the user observed the secondary back flow into the primary bag. The IV sets were replaced and the infusion restarted without incident. There was no pt harm reported and no medical intervention was required. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.